Manufacturer narrative:
Manufacturing facility - this device was manufactured at one of the two following manufacturing sites: baxter healthcare - (B)(6). Baxter healthcare - (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the heater line of the homechoice cassette and the heater bag which resulted in a leak. This was observed after priming for peritoneal dialysis therapy. Renal therapy services (rts) assisted the patient in cassette removal. The patient would start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.